Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A dreamstation auto CPAP device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device, the third-party service center visually inspected the device and found evidence of foam particles. In addition, there was an error code present of 22 (err_motor_flux_magnitude) which is a reboot error due to a failed motor connection, blower box, or pca component. The device was scrapped. There was no report of serious patient harm or injury. There was no report of medical intervention. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.